Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and performed troubleshooting. Review of log files showed that the host-pc did not startup in the previous system start. As a part of troubleshooting the fse replaced and tested the bios battery and also the host pc. After replacement, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that, system was not booting. System was not in clinical use. No harm has been reported to philips.